Event description:
While attempting to load intraocular lenses for implantation after cataracts were removed, during the surgery, multiple cartridges were noted to be defective (4 lenses actually got stuck and 2 lenses were felt to be very "tight" while inserting them). Two patients required two lenses to be opened (though only one was implanted in each patient) and a third patient required 3 lenses to be opened, again only one was implanted. The nurse called the company rep about it and the rep said it sounded as if there was no silicone on the inside of the cartridges and that he would send out an "alert". The hospital "borrowed" a dozen cartridges from a sister facility in the area and finished the days schedule without further incident.